Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the damaged component was provided for review. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been by referencing the provided photo.

Event description:
An area technical operations manager (atom) reported finding thermal damage during evaluation of a fresenius 2008t hemodialysis (hd) machine. The machine was initially removed from service due to a flow error and a burning smell. There was no patient involvement associated with the reported events. While evaluating the machine, they checked the flow, loading, and deaeration pressures. They were not getting a loading pressure during their checks. The atom stated they went through the entire valve system, and when valve 103 was taken out they noticed that it was burnt/melted. There were no signs of any smoke, sparks, or flames. The wire that connects to valve 103 was also slightly burnt. No other machine components were found to be damaged. To fix the machine, they replaced valve 103 and the wire. During the troubleshooting, they also replaced the loading pressure valve, the deaeration motor brushes, the flow motor brushes, and valve 101. The atom confirmed that all parts were original fresenius parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Based on the provided work order form, the meter reading for the machine was 29,900 hours at the time of the event. No parts were available to be returned for evaluation as they had all been discarded. However, a photo of the burnt valve was provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) reported finding thermal damage during evaluation of a fresenius 2008t hemodialysis (hd) machine. The machine was initially removed from service due to a flow error and a burning smell. There was no patient involvement associated with the reported events. While evaluating the machine, they checked the flow, loading, and deaeration pressures. They were not getting a loading pressure during their checks. The atom stated they went through the entire valve system, and when valve 103 was taken out they noticed that it was burnt/melted. There were no signs of any smoke, sparks, or flames. The wire that connects to valve 103 was also slightly burnt. No other machine components were found to be damaged. To fix the machine, they replaced valve 103 and the wire. During the troubleshooting, they also replaced the loading pressure valve, the deaeration motor brushes, the flow motor brushes, and valve 101. The atom confirmed that all parts were original fresenius parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. Based on the provided work order form, the meter reading for the machine was 29,900 hours at the time of the event. No parts were available to be returned for evaluation as they had all been discarded. However, a photo of the burnt valve was provided for review.